Event description:
It was further reported through patient¿s medical records that the patient was revised due to elevated metal ion levels, pain adverse local tissue reaction, pseudotumor/pseudocapsule, in-vivo corrosion, and osteolysis located at the proximal femur. During the revision procedure, the surgeon noted significant damage to the abductor musculature laterally and superiorly at the greater trochanter. Further, there was no evidence of infection. The surgeon removed and replaced the femoral head and taper adapter.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Patient code - infection (1930) needs removed as medical records confirmed there was no infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which indicated significant damage to the abductor musculature was observed. No evidence of acute infection. There was black material on the femoral head- trunnion junction indicating trunnionosis. Osteolytic material was found on the proximal femur and the acetabular liner had slight oxidation. The femoral head was removed and a biolox ceramic head with titanium sleeve was implanted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00356, 0002648920-2019-00357, 0002648920-2019-00358, 0002648920-2019-00359.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to elevated metal ions, infection, pain and trunnionosis approximately 7 years post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.